Manufacturer narrative:
The manager of the facility advised ventec that they cleaned and then recalibrated the device's touchscreen. Following the recalibration of the touchscreen, proper device operation was observed. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.